Manufacturer narrative:
H6: investigation summary: one photo was provided to our quality team for investigation. Through visual inspection, no damage or other defect can be identified within the device. A device history review was performed for reported lot 2301101, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. The silicone employed in this product is a medial grade and is used during the syringe assembly process to lubricate the cylinders in the silicone station in order to help ease the movement of the plunger. Retained samples of the same lot were used for additional evaluation. The products were visually inspected, no issues were observed, the stopper was verified to be properly attached, and the plunger moved without issue. Throughout the manufacturing process, break out force, sustaining force testing, and silicone content tests are conducted for each lot. Results for the reported lot were reviewed and no issues were identified. The retained samples underwent these same evaluations and all product was verified to meet required specifications. Based on our investigation, we are not able to determine a root cause at this time.

Event description:
It was reported that the bd luer-lok¿ syringe plunger works very hard. This concern is related to new 50 ml plastipak syringe while using same syring second time or third time to the patient. Syringe plunger works very hard some time pushing plunger back syringe thumb gets break and this is specific for those 50 ml syringes where norad and albumin were used.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe plunger works very hard. This concern is related to new 50 ml plastipak syringe while using same syring second time or third time to the patient. Syringe plunger works very hard some time pushing plunger back syringe thumb gets break and this is specific for those 50 ml syringes where norad and albumin were used.